Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned to the manufacturer for evaluation, to date no sample has been received. As the sample was not received, the reported complaint was not confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred less than three minutes into a patient¿s hemodialysis (hd) treatment. Upon follow up, it was reported that the blood leak was visually observed in the dialysate compartment of the dialyzer, as well as in the drain line. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. It was reported that the patient¿s blood was not returned; estimated blood loss (ebl) was approximately 50 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.